Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2025; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 01-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.5 mg/day via an implantable pump. It was reported that the patient complained of a headache several days after implant. The doctor admitted her to the hospital for observation and treatment of headache and rule out cerebrospinal fluid (csf) leak. No know external factors. The healthcare provider (hcp) did computed tomography (CT) and labs to rule out cause of headache and possible csf leak. There was no cause found. Patient was admitted for observation. It was reported that no surgical intervention occurred and no surgical intervention planned. It was unknown if the issue had resolved as of this report.